Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instruments were jamming. The surgeon had to manually dislodge the staples from the device. A new instrument was used to complete the case. The case was extended 5 minutes.